Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. On 01/28/2025, intuitive surgical, inc. (Isi) received user facility report 5201770000-2025-8032 stating: cable snapped, removed from field and replaced with new one.